Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and six months later, computed tomography (CT) revealed that inferior vena cava filter with its superior tip at the level of the right renal vein. There was one tine which extended approximately 10 mm left anterolaterally beyond the caval wall. There was no evidence of focal fluid collection or pericaval inflammatory changes. The tine extended along the right anterolateral margin of the abdominal aorta. The filter appeared to be relatively vertically oriented without significant tilt. There was minimal extension beyond the caval wall of other tines. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and orthopedic surgery. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.